Manufacturer narrative:
The pump passed the displacement test and self test. No unexpected pump error 53 or pump error 15 alarms noted during testing however, the formatted history file confirmed pump error 53 (line number 1216 file number 709) and pump error 15 (line number 442 file number 38) alarms. Problem isolated to the electronic assembly as per global logic analysis. No pump error 23 alarms noted during testing. Pump received with scratched case. Pump received with pillowing keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.